Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6/7f mynx control vascular closure device (vcd) was removed, the sealant came off with it, still attached to the device. There was no reported patient injury. The device will be returned for analysis.